Event description:
It is reported that the paitent is experiencing pain.

Manufacturer narrative:
Patient reported continued pain after partial patellectomy due to stiffness, transverse fracture of kneecap and continued pain. It was further reported that a prior revision procedure was performed implanting this device (B)(6) 2011 due to similar issues. No radiographs, operative notes nor explanted devices have been received to date there it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause could not be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.